Event description:
The customer reported that there was no audio at the philips information center ix (pic ix) overview station. The device was in use on a patient. There was no report of patient or user harm.